Event description:
When surgeon checked novasure handpiece it clicked into place. Once the device was in the patient, the handpiece would no longer lock into place. There is a white knob located on both sides of the handpiece; the knob on the left side clicked into place, but the knob on the right would not. FDA safety report ID # (B)(4).